Event description:
There was no patient involved in this event. This device malfunctioned because the device is depleting pad-pak before their expiry date. The device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2010 when it failed a self test due to a low battery. The device fails a further self test and manual test on (B)(6) 2011 for a low battery. The problem with the device would indicate a poor connection between the pad-pak and the device. The pogo-pins were tested and the voltage measured and when the pad-pak was agitated a voltage fluctuation was sufficient enough to trigger the low battery warnings. The fault with the pogo-pins was considered likely to have developed over time. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.